Manufacturer narrative:
This report is being filed on an international product, list number 07p70-77 that has a similar product distributed in the us, list number k173122, with 510k/PMA/bla number k173122. The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 71598ud01. Additionally, a review of tracking and trending data for the alinity I free t4 assay identified an increase in complaints. However, in-house performance testing was performed utilizing retained reagent kit of the complaint lot. All testing passed indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 71598ud01 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 71598ud01.

Event description:
The customer observed falsely elevated alinity I free t4 for multiple patients that were not reported out of the laboratory. The following results were provided (reference range 9.01-19.05 pmol/l): sample 1, initial free t4 result= 27.40 pmol/l; repeat result= 14.13 pmol/l, sample 2, initial free t4 result= 19.55 pmol/l; repeat result= 12.63 pmol/l, sample 3, initial free t4 result >64.35 pmol/l; repeat result= 11.14 pmol/l, sample 4, initial free t4 result= 58.83 pmol/l; repeat result= 17.24 pmol/l . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 for multiple patients that were not reported out of the laboratory. The following results were provided (reference range 9.01-19.05 pmol/l): sample 1, initial free t4 result= 27.40 pmol/l; repeat result= 14.13 pmol/l. Sample 2, initial free t4 result= 19.55 pmol/l; repeat result= 12.63 pmol/l. Sample 3, initial free t4 result >64.35 pmol/l; repeat result= 11.14 pmol/l. Sample 4, initial free t4 result= 58.83 pmol/l; repeat result= 17.24 pmol/l. There was no impact to patient management reported.